Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an introducer needle fractured event on (B)(6) 2025 during insertion. The insertion site was the abdomen. No further information available.